Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up. Low defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Additional information: the reported event of low defibrillation impedance was confirmed. Visual examination of the lead found an internal insulation breaching the rv cable lumen at the distal region of the lead. The inner coil lumen was intact. The right ventricular ethylene tetrafluoroethylene (etfe) cables coating was abraded. The cause of the reported event was isolated to abraded right ventricular etfe cables coating.